Manufacturer narrative:
The returned device was evaluated and the investigation found a tear on the internal portion of the soft cannula. The tear in the soft cannula resulted in leaking and the reported fluid observed inside the device. As a result of the internal leak, corrosion was observed on internal components, such as the pcb, pod chassis, formed needle, hard cannula, mechanism rails, piezo, piezo springs, and bottom battery.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 500 mg/dl. In addition the patient reports observing fluid inside the pod. As treatment, the patient applied a new pod.